Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via the impressa professional website that she wore a bladder support all day and upon removal the string detached leaving the bladder support inside her vaginal cavity. She stated she was not sure how to get it out and alleged she is unable to go to the doctor due to no insurance and covid-19 restrictions. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, medical treatment, and outcome; however, no further information has been received.